Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill was broken.

Manufacturer narrative:
Evaluation summary: the reported event that the drill broke could be confirmed. Device inspection confirmed the cutting flutes were plastically deformed resulting from high forces during drilling. Since the device is intended to be used in dense cortical bone for predrilling purposes a high bone resistance is expected to be counteracted during a proper device usage. Therefore, considering the pattern of the damages found and the manufacturer's experience with the typical failure modes for this device type, the root cause of the determined event was attributed to be device unrelated user issue (i.e: improper use/insertion of the k-wire, excessive forces applied during drilling conducting to a bending of the device and/or other deviations from the instructions from use and maintenance of the concerned device). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. No corrective actions are required at this time.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.